Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings coming loose [device breakage]. Case narrative: consumer reported via email that the tampons string are coming loose. No injury was reported.

Event description:
Strings coming loose [device breakage]. Case narrative: consumer reported via email that the tampons string are coming loose. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.